Event description:
During a bowel resection procedure, the staple line was incomplete. The surgeon applied another instrument to complete the procedure. No pt injury reported.

Manufacturer narrative:
12/23/96-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.